Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the mildly calcified and mildly tortuous left common iliac artery (cia). The lesion was approached via the right side. After a 10x69 wallstent was deployed to treat the left side of the external iliac artery (eia) to the common iliac artery (cia), a 5.0 x 40mm, 135cm mustang balloon catheter was advanced for post-dilatation. The device was initially inflated at 12 atmospheres and second inflation was performed at 24 atmospheres. However, during the third inflation at 10 atmospheres, the balloon ruptured. The device was removed completely from the patient's body and the procedure was completed with another of same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR.: a visual and tactile examination found no defects on the shaft or tip sections of the device. Blood was noted in the balloon body, indicating a breach in the balloon. Positive pressure was applied to the balloon using an encore inflation device and a leak was noted. A further microscopic analysis showed a pinhole located over the proximal markerband. The examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. No other defects were noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the mildly calcified and mildly tortuous left common iliac artery (cia). The lesion was approached via the right side. After a 10x69 wallstent was deployed to treat the left side of the external iliac artery (eia) to the common iliac artery (cia), a 5.0 x 40mm, 135cm mustang ¿ balloon catheter was advanced for post-dilatation. The device was initially inflated at 12 atmospheres and second inflation was performed at 24 atmospheres. However, during the third inflation at 10 atmospheres, the balloon ruptured. The device was removed completely from the patient's body and the procedure was completed with another of same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).